Event description:
A customer complaint was received concerning intermittent false results of the ejection fraction (ef) calculation in the muga application. Inconsistent ef calculation and time activity curved shapes with respect to acttual heart function were reported. The concern is for misdiagnosis if the calculated ef is lower than it should be. No injury of misdiagnosis was reported nor any other adverse effect.